Manufacturer narrative:
Intuitive surgical, inc. (Isi) performed additional evaluation of the permanent cautery hook instrument involved with the reported event. The conductor wire was found to have a couple of indentations towards the distal end, suggesting the wire may have become dislodged prior to breaking at the weld. Additionally, the conductor wire cap was found to be cracked parallel to the keying feature that mates with distal clevis. It is unclear if the cracking occurred before or after the wire damage occurred. A possible cause of cap cracking is mishandling/misuse. Based on the additional and current information provided, this complaint will remain reportable due to the following conclusion: during a da vinci-assisted surgical procedure, the initial reporter claimed that the permanent cautery hook instrument allegedly arced electrical energy. There is no allegation, however, that the customer reported issue caused/contributed to a patient injury. This report does not admit that the report or information submitted under this report constitutes an admission that the device, intuitive surgical or intuitive surgical employees, caused or contributed to the reportable event.

Manufacturer narrative:
Isi has received the instrument involved with this complaint and completed investigations. Failure analysis investigations confirmed the customer reported complaint that the black sheath around the gold plastic housing of the instrument was exposed. A visual inspection found the conductor cable broken at the wrist. The conductor cable was also found to be dislodged in between the conductor wire cap and the pulley. The conductor wire had some insulation damage leading to the break. The distal clevis ear was noted to be cut and the wire breakage was observed to be coming from within the yaw pulley, at the weld between the wire and hook shank. Evidence of charring was present in and around the yaw pulley hole where the wire enters. There was minimal evidence of silicone potting present on the yaw pulley outer surface. The wire insulation showed two indentation marks with spacing suggesting the wire may have been dislodged from the conductor cap prior to breakage. Engineering has determined that the failure related to this complaint, the conductor wire pulling out from the weld location at the base of the instrument, is not user interaction related. Isi has reviewed the site's system logs with a procedure date of (B)(6) 2017. No related system errors were found to have occurred during the surgical procedure. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, the initial reporter claimed that the permanent cautery hook instrument allegedly arced electrical energy. There is no allegation, however, that the customer reported issue caused/contributed to a patient injury.

Event description:
It was reported that during a da vinci-assisted cholecystectomy procedure, the black sheath around the gold plastic housing of the permanent cautery hook instrument, allegedly became exposed. The initial reporter claimed that the issue would cause the instrument to arc electrical energy. However, there was no allegation that the reported instrument issue caused any harm to a patient. On 07/10/2017, intuitive surgical, inc. (Isi) received the following information regarding the reported event from the site's robotics coordinator: the surgical staff allegedly saw a spark or flash from the distal area of the instrument when the reported event occurred. At the time the arcing event occurred, the surgeon was performing cautery with the instrument. The robotics coordinator indicated that he instrument did not collide with any other instrument prior to when the instrument damage was observed. At the time the surgical procedure was being performed, the surgical staff was using a covidien valleylab ft10 generator with 35/35 settings. The robotics coordinator was not aware of any post-operative patient complications.